Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges that his heating pad almost caught on fire. There was not a report of injury with this incident.